Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the ventricular screw inset was stripped and there were three pieces of septum silicone inside the inset, causing an inability to properly tighten the screw onto a lead connector. This would cause the reported loss of ventricular output. Other text : na.

Event description:
It was reported that the pulse generator exhibited pacing failure one day post implant. On (B)(6) 2010 the pocket was reopened and the lead reconnected, but pacing failure continued. The pulse generator was explanted and replaced. Pacing failure was not observed with the new device.